Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports having problems the bite and does not see progress from the 3d model that was presented in the beginning. Additionally, the teeth are starting to get sensitive from wearing the aligners. The dentist recommended getting braces or invisalign through an orthodontist.